Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwo) and sensing noise were observed on the right ventricular lead. Technical support was contacted and recommended monitoring the right ventricular lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.